Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the initial clip did not form properly. One of the legs of the clip stayed straight and didn't clamp together. Did device not feed clips? It fed clips. Did device feed clips sideways? Initial clip fired with one side not clamping (first clip is included in returned product). Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes. Did device fire scissored clips? No. Did device drop or eject clips? No. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and did not work properly; saved clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.